Manufacturer narrative:
The product was returned and the failure mode was confirmed. The complaint 3.5 dual edge was visually inspected under microscope. Inner cutter: inner tip broke and was received. A hairline wear also found on the proximal end of the shaft. Inner tip tooth also found deformed. Outer housing: the sample showed wear marks inside the housing window and two teeth near the radius were deformed. The probable root cause/s could be excessive force applied by the user, the blade comes contact with a hard object. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the sheath sheared and got lodged inside patient -ripped off.additional information was received that the distal tip of the blade sheared off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sheath sheared and got lodged inside patient -ripped off. Additional information was received that the distal tip of the blade sheared off.